Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "upstream occlusion" alarms caused by a failed upstream sensor. The failed upstream sensor and upstream pusher were replaced.

Event description:
It was reported that a spectrum pump alarms for "upstream occlusions" when no occlusions are present. It was also reported that there was no pt incident.